Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt and her mother reported pt experienced an elevated blood glucose and hospitalization due to a bent infusion set cannula. Pt and her mother reported pt was hospitalized due to an elevated blood glucose and a heart attack. Pt and her mother stated her blood glucose was over 600 mg/dl. Pt's target blood glucose range is 70-150 mg/dl. Pt and her mother reported pt was taken by a friend to the hospital and was treated with the infusion device while in the hosp. Pt was released on (B)(6) 2011. Pt uses the insertion assist plus device to insert the infusion sets. Pt and her mother stated they noticed leaking around the infusion site under the adhesive pad. Pt discarded the alleged infusion set. Replacement infusion sets were sent; no product return was requested.